Manufacturer narrative:
Concomitant medical products: evolutpro-23 valve, (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-device reprogramming in preparation for an magnetic resonance imaging scan, the patient experienced loss of consciousness and had no carotid pulse which required cardiopulmonary resuscitation (CPR). The patient was resuscitated successfully and the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was functioning normally and there were no issues with device function related to this event.